Event description:
It was reported that the ventilator generated a technical error code indicating a power error and that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error and that the ventilator's air gas module was found defective. Identification of issue has been done by analyzing problem description, service report, device¿s logs and attached photos. There was no patient harm reported. According to the information provided by the technician, the power error was confirmed during inspection. The power control printed circuit board (pcb) was identified as faulty. Moreover, the air gas module was replaced. The power control pcb manage power supply between mains power or external +12v dc and battery module power supply. It also connects and controls charging of the battery modules. Defective power control pcb may lead to stop of ventilation. The evaluation of provided device's logs confirms occurrence of reported power error. Moreover, the ventilator's air gas module was found defective. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined. The correction of field b3 date of event was required. This is based on the internal evaluation. Previous date of event: 03/20/2023; corrected date of event: 02/03/2023. The correction of field g4 date received by manufacturer was required. This is based on the internal evaluation. Previous date received by manufacturer: 03/20/2023; corrected date received by manufacturer: 03/16/2023. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.